Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was returned for evaluation without its original packaging, inside a plastic bag in decontaminated condition. Per visual inspection, the component was separated. The assembly is solvent bonded and should not be manipulated because it¿s not a connection point. The damage detected cannot be attributed to the manufacturing process because the sample was received in used conditions and no force or stress is applied during assembly. The complaint was confirmed. The cause was stress during use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.

Event description:
It was reported that during use the needle was pulled out of the protective shell. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.